Event description:
The insert would not seat in the baseplate. It would continually "pop-up". Another insert was readily available and used to complete the surgery. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures.